Event description:
It was reported that (1) device used during a low anterior resection. It was reported by the affiliate that the ax55g staple malformed. Another instrument was used to complete the case. There was no conswquence to the patient.